Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of white powder collecting in the filter. Caregiver alleged that the device is also powering off and displaying an inlet filter blocked message. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's service center for evaluation. During the evaluation of the device, the manufacturer visually inspected the device and found no evidence of foam degradation. The manufacturer did confirm that the device powered off due to multiple e53 continue errors. Evidence of white powder in the blower box was also confirmed as well as an e130 reboot error. No parts were replaced as the device was scrapped by the manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged visualization of white powder collecting in the filter and device is also powering off and displaying an inlet filter blocked message. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section h6 updated in this report.